Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, with a tip protector, in a bag. The sample was visually inspected and found to be nonconforming the probe needle bend at the stiffener sleeve. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The inner cutter was observed to be broken at the port. The degree of wear could not be determined due to the inner cutter port broken condition. Inner cutter was observed to be severely bent. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The cause of the actuation failure is the broken inner cutter. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. A secondary contributing factor of the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No additional action has been taken by the manufacturing site as an exact root cause for the bent needle and bent inner cutter could not be determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported cutter worked three to five minutes and later stopped cutting during the vitreo-retinal procedure. The cutter actuation was being used at the rate of 20000 cpm. The product was not further used to complete the procedure; no report of procedure completion. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).